Event description:
Using ulticare short pen 31g x 8 mm. Needle is very flexible and have several issues with it including the needle bending and penetrating the safety cap when bring recapped. Also have one instance where the needle was apparently bend before being capped resulting in the needle being collapsed into a spaghetti bowl. FDA safety report ID # (B)(4).